Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an event of diabetic ketoacidosis (398 mg/dl) due to bent cannula resulting in hospitalization on (B)(6) 2025. The duration of stay was 12 hours. Patient also had high ketones. Patient received intravenous fluids of saline and insulin as a corrective treatment. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.